Event description:
It was reported that while using panel phoenix nmic-306 a false positive result was observed by the laboratory personnel. An esbl test was used to confirm the results. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer problem: false positive esbl. Steps taken with customer/troubleshooting: customer has had some isolates that were fairly susceptible, but esbl positive. Isolates were sent to the state, and some came back as negative for esbl. Customer does not have the isolates, and no panels to return.

Manufacturer narrative:
H.6 investigation summary: this complaint is for qc failures due to esbl failures with escherichia coli (a25922) when using phoenix panel nmic-306 (449292) batch number unknown. The customer did not provide lab reports, panels, or isolates for investigation. To investigate, a total of three (3) retention panels from the same catalog number but different batch as the complaint batch was unknown were tested using qc isolates of escherichia coli (a25922) on a phoenix instrument and evaluated for aztreonam (atm), ceftriaxone (cro), and ceftazidime (caz) mic results. The esbl rule is flagged when atm, cro, and caz are resistant. The expected result is sensitive for all three. During investigation, all panels yielded results in the expected ranges for aztreonam (atm), ceftriaxone (cro), and ceftazidime (caz). Additionally, no error messages were observed for failed esbl. Due to the satisfactory investigation results, this complaint is not confirmed. A review of quality notifications could not be performed as the batch number is unknown. A review of complaints could not be performed as the batch number is unknown. Complaint trending was performed and no trends were identified associated with this defect.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using panel phoenix nmic-306 a false positive result was observed by the laboratory personnel. An esbl test was used to confirm the results. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer problem: false positive esbl. Steps taken with customer/troubleshooting: customer has had some isolates that were fairly susceptible, but esbl positive. Isolates were sent to the state, and some came back as negative for esbl. Customer does not have the isolates, and no panels to return.